Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6) the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that torque limiting handle 80in-lb had no visible device nonconformance. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using torque meter ez-torq iii 150i torque analyzer ID# (B)(6). Torque adaptor 103254831 was used according to t 103243758 rev 12 - depuy spine loaner set product-specific IV. Expedium verse - torque limiting handle 103030163 rev. K (manufactured) was used as source of specification. Torque specification for the device is 72-88 lb*in. Actual measured values range from 86.81 - 90.0 units. The device is not performing within specification according to torque limiting handle 103030163 rev. K (manufactured). The complaint condition was replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the torque limiting handle 80in-lb would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: torque limiting handle 103030163 rev. K (manufactured). T 103243758 rev 12 - depuy spine loaner set product-specific IV. Dimensional inspection: n/a. A review of the receiving inspection (ri) for torque limiting handle 80in-lb, was conducted identifying that lot number gb144662 was released in one batch. Batch1: lot units were released on 09 dec 2022 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set at the mooresville md dc, it was observed that material torque limiting handle 80in-lb was found to be out of drawing specification. The drawing specification is 73 in.lbf ¿ 88 in.lbf. The torque tested high ¿ 89.14 in.lbf. There was no known patient or hospital involvement. The product has been quarantined and is available and is being returned to the repair site. This complaint involves one (1) device. This report is for one (1) torque limiting handle 80in-lb this is report 1 of 1 for complaint (B)(6).